Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between periods)"), anaemia ("anemia"), psychological trauma ("psych injury related to essure? Yes"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), migraine ("migraine"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neuro conditions/problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, anaemia, vaginal discharge and urinary tract disorder had resolved and the psychological trauma, migraine, fatigue, hormone level abnormal, headache, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she had received treatment for pain, bleeding, psychological trauma, blaader/urinary problems, other injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received :case upgraded to incident. Event injury nos has been updated and events 'pelvic pain', 'abdominal pain', 'dysmenorrhea', 'dyspareunia', 'apareunia', 'general abnormal bleeding', 'menorrhagia', 'metrorrhagia', 'anemia', 'psychological trauma', 'vaginal discharge', 'urinary problems', 'migraine' ,'fatigue' ,'hormonal changes', 'headaches', 'nausea', 'neuro conditions/problem' were added. Essure removal date, lab data added. Reporters information and indication of essure updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A64627) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 on (B)(6) 2012, acetabular labral tear, hematuria and nephrectomy. Concurrent conditions included left lower quadrant pain since (B)(6) 2018, uterine enlargement since (B)(6) 2018, uterine fibroid since (B)(6) 2018, chest wall pain, mitral valve prolapse, musculoskeletal pain, libido decreased, hot flashes, sweaty, pap smear abnormal, lymphedema, sciatica, diarrhea, flank pain, hypoaesthesia, ovulation pain, discolouration urine, ovarian enlargement, submucous leiomyoma of uterus, soft tissue necrosis, cervix inflammation, luteal cyst of ovary, perineal pain, hypercholesterolemia, mittelschmerz, hypertrophy of uterus and swelling abdomen. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vulvovaginal pain ("pain vaginal"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced migraine ("migraine/migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia(bleeding between periods)"), anaemia ("anemia"), psychological trauma ("psych injury related to essure? Yes"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neuro conditions/problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral) with unilateral salpingo-oophorectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, anaemia, vaginal discharge, urinary tract disorder, migraine, headache, vaginal haemorrhage, bladder disorder and vulvovaginal pain had resolved and the psychological trauma, fatigue, hormone level abnormal, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she had received treatment for pain,bleeding,psychological trauma,bladder/urinary problems,other injury. Trailing coils: left: 1, right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: total bilateral occlusion. The tubes are closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A64627) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2012, acetabular labral tear, hematuria and nephrectomy. Concurrent conditions included left lower quadrant pain since (B)(6) 2018, uterine enlargement since (B)(6) 2018, uterine fibroid since (B)(6) 2018, chest wall pain, mitral valve prolapse, musculoskeletal pain, libido decreased, hot flashes, sweaty, pap smear, lymphedema, sciatica, diarrhea, flank pain, hypoaesthesia, ovulation pain, discolouration urine, ovarian enlargement, submucous leiomyoma of uterus, soft tissue necrosis, unspecified inflammatory disease of uterus, excl cervix, luteal cyst of ovary, perineal pain, hypercholesterolemia, mittelschmerz, hypertrophy of uterus and swelling abdomen. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vulvovaginal pain ("pain vaginal"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6)2014, the patient experienced migraine ("migraine/migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia(bleeding between periods)"), anaemia ("anemia"), psychological trauma ("psych injury related to essure? Yes"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neuro conditions/problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral) with unilateral salpingo-oopherectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, anaemia, vaginal discharge, urinary tract disorder, migraine, headache, vaginal haemorrhage, bladder disorder and vulvovaginal pain had resolved and the psychological trauma, fatigue, hormone level abnormal, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she had received treatment for pain,bleeding,psychological trauma,blaader/urinary problems,other injury. Trailing coils: left: 1, right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: total bilateral occlusion. The tubes are closed. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs and mr received - new events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes and pain vaginal were added. Outcome of event migraines and headaches were updated from unknown to recovered. Lot number, event onset date and patient race were added. New reporter were added. Medical history and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.